Manufacturer narrative:
Device analysis: one smiths medical pneupac parapac plus ventilator was returned for analysis in a damaged condition with broken knobs and cracked faceplate. During analysis customer's first reported problem regarding damage was confirmed and could not confirm second reported problem as the led's and ventilator functioned/cycled as intended. It was noted that the device was mishandled causing damage. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received that a smiths medical pneupac parapac plus ventilator knob on the front of the unit is "broken/bent" and now the device is not working. It was also noted the device may have been dropped. No adverse patient effects were reported. No injury was involved per the reporter.